Event description:
The needleless connector on the 3-way stopcock attached to the PICC [peripherally inserted central catheter] was broken. Patient has a 2.6 dbl lumen PICC. Ffp [fresh frozen plasma] transfusion was connected to the needleless connector. Shortly into the transfusion, the red lumen was alarming occluded. Troubleshooting with rnts found that the needleless connector which the ffp was connected to was broken. Unclear when/how it broke. Ffp transfusion had to be paused and disconnected temporarily. Stopcock replaced with rnts. The product is causing a pump occlusion alarm, and fluids would not run through the needleless connector of the stopcock. This results in a break in the line to replace the product, thus increasing the chances of a clabsi [central line-associated bloodstream infection]. Tested the product and was unable to replicate the occlusion. Upon inspecting the stopcock, the inner sponge of the needleless connector remains depressed, which we have noted previously in these stopcocks. Additionally, residue was noted in the needleless connector of the stopcock, which may have contributed to the occlusion alarm. Product information: nanoclave stopcock, manufacturer: ICU medical, ref #ac100, lot # 14576913.